Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of four reports (3007042319-2015-00591, 3007042319-2015-00592, 3007042319-2015-03004, 3007042319-2015- 03005) submitted for devices related to the same event.

Event description:
It was reported that this patient was hearing self-clearing beeps coming from the controller. Log files were sent and were unable to identify an individual battery. Upon recommendation by clinical engineering, the batteries were replaced and are being returned to the manufacturer for evaluation. There was no reported patient injury.